Event description:
Affiliate reported that the shunt has loose inner parts. It was initially reported in complaint cod (B) (4) that there were 6 incidents that were no reported to codman and no other information was available. Three valves were returned for investigation. As a result, a follow up will be filed for cod (B) (4) and complaints cod (B) (4) and cod (B) (4) were opened and will be filed to the FDA as a result of the returned devices.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. It can be noted that the stator was dislodged. The valve casing had a crack along the top of the casing. It is not possible to determine the exact root cause, however, it is likely that the device sustained a blunt force causing the device to crack. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.